Event description:
The customer reported that the system failed to boot to a usable state and exhibited no image on either monitor. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The sbc coin battery was evaluated and replaced and the system bios was reset. The system was tested and found to be working as intended and returned to service.